Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with fortum injection (1gm, 50mg, frequency and route not reported), reflin injection (1gm, frequency and route not reported) and heparin injection (1000iu (international units), frequency and route not reported) for peritonitis. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.